Event description:
Device evaluation: the stent was positioned between the marker bands as per specifications. The 9th distal stent segment was raised and deformed.

Event description:
It was reported that during treatment of a highly calcified lesion the physician was unable to cross the lesion with an endeavor resolute rapid exchange (rx) drug eluting stent. When the stent was removed it was kinked in the middle. A second non-medtronic stent could also not cross the lesion and the patient underwent bypass surgery.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stent deformation), patient's condition affected effectiveness of device (highly calcified lesion). Evaluation, conclusion - device failure/lack of effectiveness related to patient condition (highly calcified lesion).

Manufacturer narrative:
(B)(4)